Event description:
During an initial programming visit, disconnected electrodes were noted when performing the impedance check on a patient with evoke spinal cord stimulation (scs) system. The evoke scs system was replaced to resolve the reported disconnected electrodes.